Manufacturer narrative:
(B)(4) the device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the applier remained closed while applying the clip during a cholecystectomy. It was necessary to cut in order to remove the applier.

Event description:
It was reported that the applier remained closed while applying the clip during a cholecystectomy. It was necessary to cut in order to remove the applier.

Manufacturer narrative:
Qn# (B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was manufactured at the tecomet, inc. Kenosha facility as part of a 50 pc. Lot in january of 2017. Evaluation of the instrument shows that when the jaws are activated in multiple positions of twisting the knob they freeze up and do not open again thus we are able to validate this complaint. Further evaluation shows the jaws are slightly loose and misaligned and the jaw pivot pin has been popped slightly thru the tube assembly. Parts were 100% function tested and visually inspected at the tecomet, inc. Kenosha facility before instruments were sent to customer. Other remarks: no irregularities were found and or reported at the time of inspection and assembly of the product, as this is a standardized process for all instruments manufactured at this facility. During our investigation this instrument was disassembled and it was found that the inner bore of the proximal handle (g00436m) that the drive coupling (n00227) and drive rod (n00185) rides in was bent slightly causing the drive coupling to bind on the inner side wall of the handle. At this time it is un-determined what caused this condition and for the jaws to be loose and misaligned and the pivot pin to be slightly popped out of the tube assembly but mishandling at end users facility is suspected.